Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient has a history of obstructive sleep apnea. Attempts have been made for additional information; however, they have been unsuccessful. No information has been provided. It is unknown when the sleep apnea was first observed, if the patient has a history of sleep apnea prior to vns, or what the sleep apnea's relationship is to vns.